Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that they encountered a thrombus. The team had a high suspicion an impella rp clot ingestion. The patient had a large output from the pericardial drain and heparin was paused for three hours. The pump had a sudden increase in pressures. Blood pressure dropped and saturated oxygen levels decreased. The decision was made to remove the pump and exchange it with a new one. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the thrombus, high purge pressure, and pericardial bleeding has been completed. Without sufficient clinical information, the root cause of the pericardial bleeding and thrombus could not be determined. However data logs were reviewed finding the sudden step up in pa pressures was confirmed. At the same instant, there was a spike in motor current to 473 ma with a dampening of motor speed. Additionally, the dp ps stepped up similarly to the pa signal. Purge pressure remained stable for ~6 more hours before it spiked up to about 750 mmhg in 1 minute. This spike in purge pressure aligned with another spike in the motor current and a ms deviation. Purge pressure dropped back down into the 600's shortly after. The rise was not high enough to trigger high purge pressure alarms. Product was not returned for investigation. Based on the clinical details provided that heparin was paused due to a bleed and the signatures of biomaterial ingestion at the time of the purge pressure spike in data logs. The root cause of the high purge pressure was most likely biomaterial ingestion. Additional information: h6: clinical code 3271 added impact code added 4641. The IFU states: impella rp with smartassist system. Section: using the automated impella controller with the impella rp with smartassist, system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states), ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
Clinical details report a sudden increase in pulmonary artery pressures via both the pump placement signal and swan-ganz catheter on (B)(6) 2025. It was also reported that purge flow was low (6.3 ml/hr). The patient had large bloody output from pericardial drains the previous day, so heparin was put on pause for ~3 hours. There was strong suspicion of a clot, so the pump was explanted and replaced with a new rp flex. Thrombus: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Vascular damage - great vessel: clinical details report large bloody output from pericardial drain on (B)(6) 2025. Heparin was paused for 3 hours to troubleshoot, but it was not reported if the bleed resolved. It was not reported either where the bleed originated from. No abnormalities found on the returned product. Since insufficient clinical details were provided, the root cause of the vascular damage could not be determined. D10 concomitant medical products and therapy dates updated.